Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
An implant card received on (B)(4) 2013 indicated that this vns patient underwent lead revision on (B)(6) 2013 due to a lead discontinuity. Attempts for additional information have been unsuccessful.